Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.35 benson wire; sheath: 5fr terumo. Evaluation summary: evaluation of the returned fox plus pta catheter noted blood in the guide wire lumen, inflation lumen, balloon, and hub with no contrast visible. This is consistent with the reported use in the anatomy. The balloon was loosely folded, consistent with inflation. The balloon and two locations on inner member were separated from the unreturned tip portion of the catheter, confirming the reported separation. The fracture faces were stretched and jagged indicating force had been applied. The marker band was also noted to be separated and free floating, likely due to the separation of the inner member. A short portion of an unknown guide wire was returned in the separated inner member portion. The inner member was bunched at one end of the separation, which is likely due to force applied when there was difficulty removing the device. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessive applied pressure, lesion calcification or tortuosity or interaction with the anatomy and/or accessory devices. During use, interaction with anatomy and/or accessory devices can damage or weaken the balloon material and lead to rupture during inflation. Possible causes for difficulty in removing a dilatation catheter after inflation may include: interaction of the balloon with associated devices, the balloon not being fully deflated, damage to the balloon, balloon refold, kinks, bends, obstructions in the sheath, or damage to the sheath. Based on the reported information, it is possible that the rupture of the balloon may have led to altered outer dimensions of the device and contributed to the reported difficulty. Further, it is likely that the separation of the device was due to force applied when the reported difficulty removing the device occurred. The lot history record review showed no nonconforming material lot records and there were no similar incidents reported for this lot; therefore, there is no indication of a lot specific quality deficiency. A conclusive cause cannot be determined for the rupture, the difficulty removing the device was likely due to rupture, the separation and the bunching were likely due to the difficulty removing the device. All dilatation catheters are visually inspected for damage and dimensionally inspected for balloon outer dimensions on the manufacturing line. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that treatment was being performed in av fistual with the balloon catheter over a 0.35 non-abbott guide wire. The dilatation balloon was inflated; however, ruptured at 12 atmospheres. Difficulty was experienced removing the balloon catheter, so the inflation device was removed and a syringe was attached to try to deflate the balloon. The balloon catheter was retracted to the tip of the 5fr sheath; however, resistance was felt during removal which resulted in approximately half of the balloon shearing off the shaft leaving the balloon in the patients artery. The patient has undergone surgery for removal of the separated balloon from the anatomy and is reported to be fine post operatively. No additional information was provided.